Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that after completing mapping with the octaray catheter and advancing the farawave pulse field ablation (pfa) catheter into the left atrium, it was noticed that they were unable to set tissue proximity indication (tpi) for the farawave pfa catheter. The caller reported that the procedure was continued utilizing the ultrasound system intracardiac echocardiography (ice) image for visualization instead, with the tpi issue unresolved. Then a bit later in the procedure, the farawave pfa catheter was deselected and reselected on the carto 3 system, but the caller noted that they had forgotten to turn the external energy detection feature back on. The caller then reported that after continuing with pfa ablation with the farawave pfa catheter at that point, it was noticed that the carto 3 system displayed error 371, signal processing unit (spu) synchronization error, and there was also a map shift on the carto 3 system. The caller reported that the map on the carto 3 system had shifted anteriorly, about 1cm. The caller confirmed that the patch and metal values were normal, and that there was no patient movement. The caller noted that the patient had a "larger bmi." The 20 pole spu cables were both disconnected, the spu device was reset or power-cycled, and after reconnecting the 20 pole spu cables, the error 371 had cleared on the carto 3 system, but the map shift issue remained. The caller reported that when the octaray catheter was re-inserted into the right atrium, the map shift had improved somewhat but had not resolved. The procedure was continued utilizing the ultrasound system ice image for visualization of the farawave pfa catheter instead.